Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix would not extend out of the lead after re-positioning the lead a couple of times. The lead was removed from the body and the physician was still unable to extend the helix. It was noted that torque would build up within the lead. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.